Event description:
It was reported the lead displayed high impedance and re-programming was done. The lead remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.